Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem ("adjust belt" and "check therapy pad" messages) was confirmed. Upon investigation, the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to a defective r781 driven ground resistor on the computer/analog board. The root cause for the defective resistor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to return a monitor and reported that it was causing excessive "adjust belt" and "check therapy pad' messages.